Event description:
It was reported that an intrasight system was used in a procedure. During use, the ao pressure was not showing on the monitor. The procedure was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks h3 & h6: a field service engineer visited the site on 24apr2026 and determined the hemo cable was not plugged in. After the hemo cable was plugged in, the reported issue was resolved. System was returned to clinical use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.